Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One used 8fr angio-seal vip sheath was returned for product evaluation. The broken pieces of the hemostasis sheath and arteriotomy locator were returned along with header bag. No other accessories components were returned. Visual inspection revealed that the hemostasis sheath tubing cracked in multiple locations distal to the hemostasis hub. There was slight yellow discoloration observed on the sheath. The returned pieces of the hemostasis tube were checked for maneuverability and it shattered upon application of minor force. No other visual anomalies were noted with the returned components. The complaint sample was subjected to fourier-transform infrared spectroscopy (ftir) and its infrared spectrum of absorption was found that the sample showed degradation indicative of photo-oxidation which occurs upon exposure to radiation like sunlight. The IFU and the labelling on the device warns the user against exposure to sunlight including uv light. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the exposure to uv light and similar uv light sources such as the pyxis system, may have caused the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5.

Event description:
Additional information was received on 31aug2020. The device was stored in a pyxis machine. All 8fr devices were exposed to pyxis light. In the area where they stored 6fr angio-seal devices the light was off and the area where they stored 8fr angio-seal devices, light was on.

Manufacturer narrative:
Implant date - device not implanted. Explant date - device not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was opened and evaluated and found to be weak and crumbled. The sheath was brittle. The device did not come in contact with a patient.